Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin gauge was inaccurate. The customer declined a follow-up from tandem technical support regarding the reported issue, therefore no additional information could be obtained. There was no reported adverse impact to the customer¿s blood glucose level.